Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a mis, rasp handle, double offset, left during a surgery on (B)(6) 2017. It was reported that the mechanism of the handle was broken. The surgeon changed handles during case and the patient was not affected. No broken parts were in contact with the patient.

Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the mechanism of the handle is broken. No harm to patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: visual inspection of the mis rasp handle shows that the locking lever is situated correctly in the rasp handle and the instrument does look fully functional. There is a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Moreover, there are visible signs of usage, but no further conspicuousness can be found. - a functional test was conducted with the mis rasp handle double offset. This test was performed using an alloclassic modular rasp (ref: 01.00129.125, lot: 08.373089). The rasp could be connected to and disconnected from the handle without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. There was a stable connection between the rasp and the handle. However, it seems like the leaf spring has hit the housing during the hammer blows, creating slowly but steadily a chamfer like contour that allows the spring to slip off the housing. Conclusion summary: due to the missing detailed event description, the complaint could not be confirmed and an exact root cause could not be determined. The event could not be recreated. However due to excessive use there is a chamfer like contour in the housing, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).